Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a huge tmj flare and their bite looks off. The patient submitted for refinement of the aligners but they make their tmj painful. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.